Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory and the customer's complaint could not be confirmed. There was no evidence of contaminants entering the flow path from outside the device. Dust particles were observed in the blower bellows. The manufacturer concludes there was no evidence of foam degradation.